Event description:
It was reported that during a procedure to treat a concentric lesion in the distal right coronary artery with heavy tortuosity, moderate calcification and 90% stenosis, a 3.5x33 rx xience prime stent delivery system (sds) was advanced without resistance via direct stenting. Reportedly, the pressure indication did not increase at 6 atmospheres, thus, it was assumed that a balloon rupture occurred. The 3.5x33 rx xience prime sds was withdrawn from the patient anatomy without resistance and a 3.0x33 xience prime sds was advanced and implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight elite. Guide catheter: mach1. (B)(4). . It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(6) xience prime everolimus eluting coronary stent system instructions for use instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product deficiency.